Manufacturer narrative:
The reported complaint of the thermogard ivtm system (serial #(B)(4)) stopped working with long beeps and yellow caution screen was confirmed during functional testing. The root cause of the reported issue was due to dust inside the connnectors on the display head, likely attributed to improper maintenance. The thermogard ivtm system was manufactured in august 2010 and is over 10 years old, well past its service life of 5 years. No physical damage was observed on the thermogard xp ivtm system during visual inspection. The initial functional testing of the thermogard console failed due to device displayed yellow caution, thus confirming the reported complaint. Dust has accumulated inside the connnectors on the display head causing the yellow caution display message. To remedy, the connectors inside the display head was cleaned. Following service, the thermogard xp ivtm system passed the final testing without any error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
During ivtm therapy, the thermogard ivtm system (serial #(B)(4)) stopped working with long beeps and yellow caution screen. No error code message on the screen. Customer used another thermogard console to continue with patient treatment. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.